Event description:
It was reported the system would not turn on; no boot. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with to event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The igbt board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.